Manufacturer narrative:
Device received with cracked battery tube thread noted. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No delivery or rewind anomaly noted during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump's buttons harder to press while rewound process. The customer¿s blood glucose was unknown. Customer reported that the insulin pump received random no delivery alarms and also they had to changed out batteries more than a week. The insulin pump will not be returned for analysis.